Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor became disconnected and the user was unsure whether readings were displayed, after which an agent guided the user to toggle the cgm connection and re-pair the cgm to the ilet. No adverse clinical symptoms reported. Outcomes included the need for troubleshooting and user education with restoration efforts to re-establish cgm communication. User support included technical support guidance to reconfigure device pairing and communication settings. Investigation of this case revealed a cgm not paired condition that led to an intermittent loss of communication between the cgm and the ilet. It was concluded, based on previously established findings for similar reports, that transient user-device pairing disruption was the most likely cause.